Event description:
Reporting status: serious injury - medical intervention/hospitalization. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the 2.5 x 23 mini vision was successfully implanted in 2009. The pt was discharged five days later, but fell ill while commuting, and was sent to the critical care unit at another hospital. The pt was diagnosed with sub acute thrombosis, which was treated with additional balloon angioplasty. There were no additional pt effects reported. No additional event or pt information is available.